Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had broken sensor. The customer also reported that they had low blood glucose of 40 mg/dl and treated with glucose tablet. The customer's blood glucose was 133 mg/dl at the time of call. The sensor will not be returned for analysis.